Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending artery with mild tortuosity and heavy calcification. A 2.25 x 15 mm trek balloon catheter was used for pre-dilatation. The 2.25 x 12 mm trek balloon catheter was prepared for use inside the anatomy, and advanced without issue for further dilatation. The trek was inflated to 10 atmospheres (atm); however, the balloon ruptured during the first inflation for one second. The trek was removed without issue. A new 3.0 x 12 mm nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the japan nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Overall, the reported balloon rupture appears to be due to operational context. There is no indication to suggest a product deficiency.